Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade and hypotension. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. After delivering the pulses, the patient became hypotensive, and the anesthesia had to support patient's blood pressure. The physician commented that he felt difficulty maneuvering the catheter during procedure, and when the device was withdrawn from the left atrium a significant amount of fluid was noticed vie intracardiac echocardiography (ice) on the right atrium. A cardiac tamponade was noticed and a pericardiocentesis was performed with a blood transfusion. The patient status was stable. No further information was provided.